Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the calcified and tortuose left common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, cuff misses occurred with both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.